Manufacturer narrative:
The device was discarded at the facility and not available for return. The lot number is unknown, therefore, the device history record review could not be completed. An engineering evaluation was completed. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. Without the return of the product it is not possible to determine if some damage or defect existed that could have contributed to the event. There is not sufficient evidence to determine if this complaint was related to manufacturing, design, or labeling. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that there was balloon deflation difficulty with the swan ganz thermodilution catheter. Before the catheter was placed in the patient, the clinician tried to inflate then deflate the balloon. The balloon would not deflate. It is unclear whether the balloon syringe was removed from the gate valve. The device was discarded at the hospital, it is not available for return and product evaluation. There was no patient injury reported.